Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2017-01378. Follow up information identified cellulitis was known and present at the time of the epidural abscess, potentially traveling through the blood system and to the scs system. The physician believes the abscess was related to the scs system. Patient has regained some motor and sensory functions, but not all.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2017-01378. It was reported the patient experienced an epidural abscess above the leads. The patient underwent a full scs system explant. Also see related MFR. Report#: 3006705815-2017-01364 and 3006705815-2017-01393.